Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (non-functional response buttons) was confirmed. Upon investigation the rear response button was non-functional. The cause for the defective response button was the response button cable being unplugged from the connector. The root cause for the unplugged cable could not be positively identified. No adverse event resulted from the defective monitor.

Event description:
A us distributor reported that a monitor had non-functional response buttons.